Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, pump shuts off and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage. Found the damage on battery tube side and it was affecting the pump functionality. Customer completed the pump restart and inserted another battery. Battery failed alarm did not recur. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. The test battery was removed and reinserted with no failed battery test alarms noted during testing. Power problem-battery loss (pump constantly shutting off) not confirmed during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week from the event date 10-mar-2026 in the pump history file and found 1 nodelivery alarm on 03/04/2026 18:10:48.000 (during bolus), 1 mainprocessorcommunicationalarm (4) on 03/05/2026 02:30:01.000, 1 hardwareerroralarm (63) on 03/05/2026 02:30:01.000, 2 hardwareerroralarm (63) on 03/05/2026, 2 hardwareerroralarm (63) on 03/10/2026, and 2 failedbatttest (58) alarms on 03/10/2026. Earliest power data available per the power management tool/detail trace file is on 3/11/2026 4:16:00 am. There was no power data available for the date of 10-mar-2026. Unable to check power data for failed battery test alarm. The test battery was removed and reinserted with no failed battery test alarms noted during testing. Unable to verify power problem-battery loss using the baat tool due to no data available from the event date 10-mar-2026. Pump error 4, followed by pump error 63 alarms variable 15 (twi) (line number 147 file number 2017), suspected on hw. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was received with cracked case at battery tube side. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, and scratched keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor. Force sensor zero offset within specification 22.7mv. The test p-cap and reservoir locked properly into reservoir compartment during testing. Damage- cracked case battery tube confirmed at the back of the pump. Power problem-failed battery test not confirmed. Power problem-battery loss not confirmed. Alarm-a318-pump error 4 confirmed due to moisture damage on the pcba1 and pcba2. Alarm-a357-pump error 63 confirmed due to moisture damage on the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.